Manufacturer narrative:
H9: 3012447612-05-01-2020-001-r. The screw was not returned, however x-rays were provided which showed the mating closure top migrated out of the screw. An internal CAPA found the cause is related to the vital mis extended tab screw housing and tab designs were more susceptible to conditions that could result in inadequate locking, such as splaying, thread movement, and reduction based issues. The lot number is unknown, so the DHR is unable to be reviewed. The labeling was reviewed and found to contain instructions regarding proper device installation. This screw is within the scope of recall 3012447612-05-01-2020-001-r.

Event description:
It was reported that two closure tops were found to have migrated six weeks post-operatively. The patient is asymptomatic and there are no current plans for revision procedure. This is report three of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00272, 3012447612-2020-00273, 3012447612-2020-00275.

Event description:
It was reported that two closure tops were found to have migrated six weeks post-operatively. The patient is asymptomatic and there are no current plans for revision procedure. This is report three of four for this event.